Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reports that a bright, fluorescent yellow substance exuded from the evd. The patient's blood work and vital signs indicated that there was no infection present. Testing of the substance could not conclude what it was. The patient suffered no ill effects and the catheter was removed a day later. The patient recovered.